Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit alarm after a battery change. The blood glucose reading was 130 mg/dl. The customer was assisted in clearing the alarm but the buttons were not responsive. The customer intended to call back if the issue could not be resolved the next day at training.